Manufacturer narrative:
The customer reported that a dobutamine infusion of 100mg/170ml at 10mg/hr was entered into the pump however the intended dosage of the dobutamine was 1000mg/250ml. Analysis of the pcu event log shows that the user initially programmed the device to infuse dobutamine 1000mg/250ml through guardrails however subsequently reprogrammed the device to infuse a custom concentration infusion of dobutamine 100mg/170ml at 10mg/hr. The user then programmed the device with the initial concentration of dobutamine, 1000mg/250ml at 10mcg/kg/min, which is 20.3ml/hr. Pump module s/n (B)(4) was programmed to infuse dobutamine 1000mg/250ml at a rate of 9.5ml/hr at 8:12 pm on 23 may 2017. The concentration was 4000mcg/ml and the dose was 4.626mcg/kg/min. At 9:35 pm, the device was reprogrammed to infuse a custom concentration infusion of dobutamine. The user entered 100mg for the drug amount and 170ml for the diluent volume, which made the concentration 588.2mcg/ml. The programmed rate was 9.5ml/hr, which made the dose 0.6869mcg/kg/min. The user selected 'yes' to the guardrails warning "dose is below guardrails limit of 1mcg/kg/min. Proceed?" At 4:09 pm, the device was channeled off. Seventeen seconds later, the device was restarted and programmed for dobutamine 1000mg/250ml to infuse at 10mcg/kg/min, or 20.35ml/hr. The infusion ran until 11:03am on 26 may 2017. The volume recorded as being infused during this period was 940.683ml. The root cause of the pump infusing 100mg/170ml of dobutamine at 10ml/hr was identified as a user programming issue. No device was returned for investigation. (B)(4).

Event description:
The customer reported furosemide and dobutamine were infusing. The intended programming for the dobutamine was 1000mg/250ml at 10 mcg/kg/min; however, the nurse programmed a custom concentration infusion of dobutamine 100 mg/ 170ml at a rate of 10 mg/hr. There was no patient harm.